Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in the incident, it was determined that they were unable to recover the failed remote manager at ssfeicu pyxis due to a latch issue. A field service engineer cleaned the latch contacts and applied carbon grease to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the user was unable to recover remote manager refrigerator. The customer stated that this malfunction occurred while dispensing medication to the patient care and the nurse called the pharmacy for required medication. There were no adverse events or injuries reported based on this event.